Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 5.2 and 2.5. Therapeutic range: 2.0 - 3.0. The time between testing was ten (10) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer reported an unexpected high inratio inr result during testing. The customer did not provide a reference (laboratory) value for comparison. It is unable to be determined the accuracy of the inratio result without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.